Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had residual tissue adhesive in the forceps channel. The event occurred during reprocessing and there were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Update: d4 the device was returned to olympus for inspection and the reported failure was not confirmed, therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.